Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient was admitted to the hospital for diabetic ketoacidosis with a blood glucose of over 250mg/dl with strong fruity breath. The patient was treated but the regimen was not provided. There was no additional information at the time of this report. This report is being made due to the bg excursion the patient experienced due to a history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The data from the alleged adverse event was not available due to continuous use. The pump passed all required testing for delivery accuracy. Unrelated to the original complaint, the pump was returned with a dim/pink screen. Additionally, the battery cap coin slot was stripped and was difficult to tighten and remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.